Event description:
During an in-clinic follow-up, far r oversensing and under-sensing were detected on the right atrial (ra) lead. The cause of the event is due to suspected lead damage. No intervention has been performed. The patient was stable and will continue to be monitored.